Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The repair is still pending.

Manufacturer narrative:
H11: the customer called technical support to report that the defective battery was expired and failed performance verification testing (pvt) as it was more than the recommended age of 5 years (15feb2011). Per test and verification (t&v), the battery was more than the recommended age of 5 years resulting in 1 soft failure. Upon review of the record, the issue does not meet the reportability criteria and was reported in error.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the issue after checking the expired battery. The fse then installed the replacement battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual which indicates that the battery requires replacement every 5 years to ensure proper system performance. No other anomaly was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was expired and needed to be replaced. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery was expired and needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).